Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/15/2015 with the following findings: evaluation revealed that the keypad was torn at the up button. The keypad is peeling. All buttons responded to user input. All keypad button contacts were free of contamination. The audio bolus button cover was damaged. The audio bolus button responded to user input. The audio bolus button cover removed and the audio bolus button slug was found to be misaligned. The audio bolus button contact was free of contamination. One battery compartment crack was found below bumper pad and tangent to bumper pad. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed battery compartment crack. This report is made based on results of investigation completed on 10/15/2015.